Event description:
It was reported a 6f angio-seal sts plus vascular closure device was used to seal the arteriotomy site post percutaneous renal intervention procedure. The pt was given plavix and heparin, doses unk. Later in the day, the pt complained of back pain. A CT scan revealed retroperitoneal bleeding. It was determined that the retroperitoneal bleed was self-limiting, after the pt received 4 units of blood. The pt was stabilized and then discharged.